Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 450mg/dl due to a non functioning infusion set which was discarded. Customer indicated that their doctor has been contacted. Troubleshooting found that the infusion set was not properly inserted and advised customer on proper bolus technique. Customer declined high blood glucose troubleshooting as they knew the reason for the high was due to the set. Customer indicated that their blood glucose is coming down. No further details given.